Manufacturer narrative:
Pump error due to connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 160mg/dl. Customer reports pump has not been exposed to temperatures below 41°f. The insulin pump will be returned for analysis.